Event description:
Alleged there is bent metal at the foot end of the bed near the casters.

Manufacturer narrative:
The technician investigated and found the base assembly sheared off at the brake/steer caster base. The technician replaced the base frame assembly, brake mechanism and all casters to repair the bed.